Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The repair technician replaced the power switch overlay, and confirmed the issue was then resolved.

Event description:
It was reported that a green power-on/off light emitting diode (led) did not turn on. The issue was discovered during periodic maintenance servicing. The device was not in clinical use at the time the issue was discovered.